Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured several intermittent no external power and low power hazard events on 13jan2024 between 11:07:02 and 15:44:05. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Event description:
It was reported that the no external power event was due to intermittent loss of power to the house.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power and low voltage hazard alarms was confirmed via the submitted log file. The log file contained data spanning 7 days ((B)(6) 2024 per the timestamp). The log file captured intermittent no external power and low voltage hazard alarms on (B)(6) 2024 from 11:07:02 to 15:44:05 due to temporary losses of ac power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power to the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu had a v-lock connector. The root cause of the reported event was determined to be losses of power to the patient¿s home while the patient was connected to the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu. This section informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.